Event description:
It was reported that the system was explanted due to an infection.

Manufacturer narrative:
Evaluation summary: the device history record was reviewed to ensure that the sterilization and packaging procedures were followed and that applicable specs were met. The review indicates that the device was sterile when shipped. The device had been implanted prior to its use before date of 04/30/2008. The device's battery voltage was found to be above eri (elective replacement indicator). Testing revealed normal device characteristics.